Event description:
It was reported that this left ventricular (lv) lead exhibited high thresholds and intermittent capture. The physician corrected the issue and thresholds have decreased. At this time, the lead remains in service. No adverse patient effects were reported.disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).